Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer had experienced high blood glucose level. The customer¿s blood glucose levels were 200 mg/d, 300 mg/dl and 400 mg/dl. Customer was treated with bolus with the pump. Customer was using auto mode feature. Customer declined troubleshooting for high blood glucose and for the bent cannula. The device will not be returned for analysis.